Event description:
It was reported that the patient received inappropriate anti-tachycardia pacing due to sensing of right ventricular (rv) noise. The noise was also evident during threshold testing. The rv amplitude was noted to have decreased from 14 mv at implant to 3.5 mv currently, leading the physician to suspect lead dislodgement. The tachycardia therapy was deactivated, pending a future lead revision (anticipated (B)(6)2024). The rv lead remains in service at this time. Additional information received indicated that the lead revision occurred on (B)(6) 2024. During the surgery, the patient received an inappropriate shock due to sensing of noise. This occurred as the physician was attempting the reposition the lead and the lead helix was not functioning properly. It was necessary to implant a new rv lead. This rv lead is out of service and remains implanted in the patient. No additional adverse patient effects were reported.

Event description:
It was reported that the patient received inappropriate anti-tachycardia pacing due to sensing of right ventricular (rv) noise. The noise was also evident during threshold testing. The rv amplitude was noted to have decreased from 14 mv at implant to 3.5 mv currently, leading the physician to suspect lead dislodgement. The tachycardia therapy was deactivated, pending a future lead revision (anticipated (B)(6) 2024). The rv lead remains in service at this time.